Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 353 mg/dl and 163 mg/dl within 10 minutes. Strips are not available for return. No adverse event alleged.